Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion that was not returned, but did not cause or contribute to a death.

Event description:
The lead assembly was returned for analysis. The portion of the lead containing the manufacturing ID tag was not returned, thus, the model and the serial number cannot be verified. Note that since the a portion of the lead (including electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The inner silicone tubing of the negative lead coil has what appear to be remnants of dry body fluids. No obvious point of entrance was noted other than the cut ends of the returned lead portion. No discontinuities were identified within the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis was completed on their explanted generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations to this device during the monitoring period demonstrated normal magnet mode output signal. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
The patient went to surgery to have their generator replaced. Diagnostics before surgery began were reported to all ok with dcdc 2 and eos=no. The surgeon opened the patient's generator site and saw that the lead was broken in the header of the generator and simply fell out of the lower header when he opened the incision. The patent had full revision surgery. Their explanted products will not be returned for analysis till they have cleared pathology. No further information can be attained from neurology.

Event description:
The patient's explanted products were returned for analysis. Analysis completion is pending.

Event description:
A vns patient is being referred for a prophylactic battery change. It was reported that their magnet is less effective when the patient uses it and their seizures have gradually increased over the past few months. No further information will be provided about the event.